Event description:
It was reported that the customer attempted to pair a libre 3 plus sensor to the ilet but received a message that the sensor was already in use because it had first been scanned with the abbott app. Symptoms included no reported blood glucose issues. Outcomes included no alerts or alarms and no impact to blood glucose management. Investigation included troubleshooting and education provided by customer support regarding correct pairing workflow, instructing the customer to initiate sensor use with the ilet mobile app first. Investigation of this case revealed user setup error with the continuous glucose monitoring sensor being associated to another device prior to ilet pairing. It was concluded that the device functioned as designed and that the event resulted from use sequence error, which was resolved through education.